Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code unk), indicating possible device malfunction. It was reported that intraoperative device diagnostic testing at time of implant was within normal limits, indicating proper device function at that time. The pt does feel stimulation and no adverse event was reported in conjunction with the high lead impedance condition. The pt had not suffered and recent injury or trauma that may have damaged the vns therapy system; however it was mentioned that the pt bumped their chest while spitting over a railing at their home. X-rays results are pending. Lead break or generator/lead connection problem is suspected.